Event description:
It was reported by the surgeon that that the nail broke 13 months after being implanted. Between july and august patient started feeling pain and surgeon verified that patient had a progressive deformity. The nail was removed and a plate was implanted.

Manufacturer narrative:
Evaluation summary: a review of the device history records of nail and locking screws excluded a fault in material or manufacturing. Examination of the breakage surfaces revealed, that the cause of the breakages was the material fatigue due to torsion overload after a period of implantation of approx. 13 months. Worn areas on the nail indicate that the implants had suffered high and/or permanent torsion load cycles. The implantation period of aproximately 13 months is not considered short-term for an implant of this type. As in this case, a non union is reported it is probably that the level of stress, which did not reduce during the period of implantation, and the extended period of implantation contributed significantly to the failure of the implant. Additional stress factors contributing to the breakage could be absence of dynamization (distal locking screws were left in place until nail breakage) and high level of patient activity. A more precise conclusion is not possible, because x-ray images as well as decisive informtion about trauma, indication, special loadings and complications is not available. The event is not related to a deficiency of the devices. With respect to the aspects discussed we regard to this case as patient related.